Event description:
The blue main body of the transfer set cracked during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph verified a crack in the blue main body. Should additional relevant information become available, a supplemental report will be submitted.